Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. During flushing of the faradrive steerable sheath air bubbles were observed. Multiple flushing attempts were made. A bad lumen was suspected. The procedure was completed successfully by using a new faradrive steerable sheath. No patient complications have been reported. The product was disposed and is not expected to be returned.